Event description:
It was reported that the patient¿s ¿machine wasn¿t working.¿ she was trying to charge her implantable neurostimulator (ins) battery up the night prior to the report and the charger wasn¿t working, it was showing some strange symbol that she had never seen before. It was identified that this was the reposition antenna screen. The patient was unable to communicate using the patient programmer (pp) either. The issue started the night prior to the report. The patient last successfully recharged a little over a month ago and wasn¿t feeling stimulation. She had last felt a stimulation sensation about a month prior to the report. The potential for overdischarge was reviewed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).